Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from a single patient sample. The investigation could not determine a definitive root cause, however, an unknown sample interferent cannot be ruled out as a contributing factor. There was no evidence that the vitros eci analyzer or vitros tsh reagent had malfunctioned. The definitive assignable cause is unknown.

Event description:
The customer obtained lower than expected vitros tsh results from a single patient sample tested on a vitros eci immunodiagnostic system, compared to a tsh result obtained from the same sample tested on a non-vitros roche system. Vitros tsh results of 0.47, 0.56 miu/l vs. An expected result of 4.46 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).